Manufacturer narrative:
(B)(4)

Event description:
The customer complained of erroneous results for 2 patient samples tested with the crej2 creatinine jaffé gen.2 reagent on a cobas 6000 c 501 module. The samples were tested at the customer's site and on a c 501 at another facility. The discrepancies were noted because the gfrs were different. The erroneous results were reported outside the laboratory. For patient 1, the initial crej2 was 1.1 mg/dl; the repeat at the other site was 0.7 mg/dl. For patient 2, the initial crej2 was 0.9 mg/dl; the repeat at the other site was 0.6 mg/dl. Troubleshooting with the customer determined an instrument factor setting for the crej2 assay was incorrect. The factor was set to 0. The correct setting was (-)0.3. The customer stated they did not change the setting. Field service ensured all other analyzer settings were correct. The customer stated all crej2 results were acceptable after the factor setting was changed back to the correct setting. There were no adverse events. The crej2 reagent lot number was 25634701; the expiration date was 31-mar-2019.

Manufacturer narrative:
The investigation determined the instrument factor was set incorrectly due to human error. There were no similar events at the site in the last 12 months. Similar complaints for the reagent were trended for the last 90 days with no indication of an issue.